Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to improper maintenance. UDI: (B)(4).

Event description:
It was reported that during a tibial plateau leveling osteotomy veterinary surgical procedure, it was observed that the quick coupling device made a grinding noise and was loosing the grip on the smaller pins. During service and engineering evaluation, it was determined that the bearing was corroded, signs of an unknown substance inside, the clamps were worn, there was foreign debris on internal components, would not hold the k wire device, and made a grinding noise. It was further determined that the device failed pretests for self-holding, smooth running, clamping range, untrue running and failed gripping power and function. It was reported that there were no delays in the surgical procedure, however it was unknown if a spare device was available. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.